Manufacturer narrative:
Beckman coulter became aware of this event on (B)(4) 2014 when the malfunction was assessed and determined to be reportable. On (B)(4) 2014, the customer replaced dxh diluent lot number 3510540 and the issue was resolved. (B)(4). This MDR is related to two other mdrs: 1061932-2014-02137 and 1061932-2014-02138 for two additional lot numbers of coulter dxh diluent with the same issue reported from the same customer facility.

Event description:
The customer reported platelet background high failures on the unicel dxh 800 coulter cellular analysis system when using a specific lot number of coulter dxh diluent. There were no erroneous test results with this event. There was no death, injury or affect to user or patient treatment.